Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button had become intermittently unresponsive and the rubber keypad was peeling and lifting off at the middle of the up arrow and down arrow buttons. It was noted that the tactile changes occurred prior to the damage to the keypad. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump under clothing against the body and cleaned the pump with soap and water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 01/09/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad rubber was peeling at the up arrow button. During testing, all buttons responded appropriately. During investigation, the keypad was removed and no further damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.